Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. The device was scrapped. (B)(4).

Event description:
It was reported that the ventricular connector was broken on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. There was no patient involvement.